Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a revision of right hip. Date of implant was (B)(6) 2014. Patient complaint of painful joint and the stem and head were removed and hip was converted to a total hip.